Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had increased spasticity. It was determined that the catheter broke; the location of the break was unknown. The catheter was partially explanted; part of the catheter remained in the patient. A new catheter was implanted. The patient status was reported as ¿alive - no injury¿. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.